Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left circumflex coronary artery (lcx). Access was gained using a runway guide catheter and a pt graphix guide wire. A 2.75x20mm promus element stent delivery system was advanced. However, about 2 cm prior to reaching the lesion, resistance was encountered and the device could not be advanced any further. The stent delivery system was removed and it was noted that proximal stent struts were bent upward. Using the same guide catheter and guide wire, the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left circumflex coronary artery (lcx). Access was gained using a runway guide catheter and a pt graphix guide wire. A 2.75x20mm promus element stent delivery system was advanced. However, about 2 cm prior to reaching the lesion, resistance was encountered and the device could not be advanced any further. The stent delivery system was removed and it was noted that proximal stent struts were bent upward. Using the same guide catheter and guide wire, the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR. Visual and microscopic examination of the returned complaint device found that the stent was damaged. The struts on the proximal end of the stent were raised and misaligned. The tip and balloon sections of the device were examined and no issues were noted..the balloon was tightly wrapped and was not subjected to positive pressure. No damage was noted to the hypotube. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).